Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant procedure of a transcatheter valve, the patient experienced respiratory distress including of dyspnea, decreased oxygenation, and hypoxemia due to worsening interstitial pneumonia. Subsequently, oxygen therapy was initiated, and antibiotics were administered. Despite treatment, the patient experienced repeated atrial fibrillation (afib), atrial flutter (afl), and bradycardia. Four days following the implant of the valve, ventricular tachycardia occurred and cardiopulmonary resuscitation (CPR) was performed. However, respiratory arrest occurred and the patient died. The cause of death was reportedly due to "pulmonary". Per the physician, there was no causal relationship between the death and valve.

Event description:
It was reported that following the implant procedure of a transcatheter valve, the patient experienced respiratory distress including of dyspnea, decreased oxygenation, and hypoxemia due to worsening interstitial pneumonia. Subsequently, oxygen therapy was initiated, and antibiotics were administered. Despite treatment, the patient experienced repeated atrial fibrillation (afib), atrial flutter (afl), and bradycardia. Four days following the implant of the valve, ventricular tachycardia occurred and cardiopulmonary resuscitation (CPR) was performed. However, respiratory arrest occurred and the patient died. The cause of death was reportedly due to "pulmonary". Per the physician, there was no causal relationship between the death and valve. Additional information was received that the patient developed respiratory distress around three days post-implant. Per the physician, the cause of death was interstitial pneumonia and the delivery catheter system (dcs) was excluded as a contributing cause.

Manufacturer narrative:
Updated: b3, b5, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.